Manufacturer narrative:
Supplemental: this report is being submitted to correct the field bsc aware date. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced sensation of vibration at the pocket. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis. Additional information was received indicating that this device was found to be in safety mode before explant. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced sensation of vibration at the pocket. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.

Manufacturer narrative:
Supplemental: this report is being submitted to correct the field bsc aware date. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced sensation of vibration at the pocket. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this crt-p was explanted and successfully replaced. No additional adverse patient effects were reported. This device has not been returned for analysis.